Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product at this time. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. (B)(4).

Event description:
Consumer reported complaint for e-5 error: test strip error, blood glucose could be more than 600 mg/dl. Son is calling on behalf of the customer. The e-5 error occurred when the blood sample was absorbed. Customer was using proper testing technique. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported symptoms of slurred speech and loss of appetite. The son had initially sated no medical attention was needed, then at the end of the troubleshooting process, son stated that he would be seeking medical attention for the customer. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date at time of call is two days. The meter memory was not reviewed for previous test result history.